Event description:
During a six month retrospective review of a customer's provue results by ocd's second level support (tac), a total of 10 questionable samples may have resulted incorrectly. A possible misread of ten negative reactions as 1+ reactions may have occurred in the anti-a microtube. Sample (B) (4) was tested on (B) (6) 2009. Based upon the retrospective review, the image appeared grey. However, the customer indicated that the sample was not in the batch. The initial complaint reported on 7-7-09 was reported under medwatch #1056600-2009-00166 (B) (4).

Manufacturer narrative:
The ten retrospective review incidents are being reported under medwatch MFR#s 1056600-2009-00169 through medwatch MFR#s 1056600-2009-00178. (B) (4).